Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, correction to field e1, and updates to fields d8, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, the defect was caused by a faulty printed circuit board and a faulty low voltage switching device unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). (Documented here in its entirety due to character limitations in respective field). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center displayed error code b30 (scope communication error). There were no reports of patient harm.